Event description:
A pt with pulmonary fibrosis who had been receiving oxygen by mask was transported for diagnostic testing on liquid oxygen instead of compressed oxygen. He returned to his room unresponsive and with agonal respirations. He was resuscitated and transferred to the intensive care unit.